Manufacturer narrative:
Product complaint (B)(4). Batch # r58r79. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. Three pictures were provided; the three pictures shows tissue with a staple line on it. One missing staple is noted on the staple line. Based on the pictures reviewed the event described is confirmed. Please refer to device analysis for full analysis details. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, on second firing of gst60g in a plee60a, 2 x missing staples were noted from the inner staple line. Stapler on full articulation and used for all firings before and after . Nurse had wet seamguard buttressing on this occasion. Adverse event - no. Delay - none.